Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The investigation reviewed the last calibration on 18-july 2023; there were no issues noted. The investigation reviewed the qc data for 24-july-2023; the results were within the specified ranges. The instrument's internal qc graphs were reviewed and showed good general behavior. The investigation reviewed the customer's patient sample handling and noted that the sample tube was inverted 10 times. The patient sample was clotted for 15 minutes and was centrifuged for 10 minutes at 3500 rpm (2256 g) in a swing bucket centrifuge. For the second patient sample, it was noted it was drawn at 11:08 and the result was already available at 11:48. Clotting times were not followed. According to the test tube manufacturer's guidelines, "mixing indications immediately after blood collection, gently invert the sample 6-8 times; minimum time before centrifugation: 30 minutes after collection; maximum time before centrifugation: 2 hrs after collection; centrifugation speed: at 1600-2000 g for 10 minutes at 20 - 25 °c." The investigation reviewed the alarm trace; no issues were noted. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. A new sample was collected from the patient which served as a patient control. On (B)(6) 2023 at 8:43 pm, the initial result was 0.027 ng/ml with a data flag. On (B)(6) 2023 at 4:18 am, the repeat result of the initial sample was less than 0.003 ng/ml. On (B)(6) 2023 at 2:14 am, the result of the new sample was less than 0.003 ng/ml with a data flag. At 4:19 am, the repeat result of the new sample was less than 0.003 ng/ml with a data flag.